Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap experienced an error 33 while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event. The customer also stated that they suspect that this issue was caused by the sensor valve pcb.